Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine equipment check, the video laryngoscope display malfunctioned, with the monitor displaying black and white pixels and no image. The screen failed completely. The issue was first observed during testing and maintenance, and there was no patient involvement. Troubleshooting steps included replacing the battery with a known good one, and it was confirmed that the light-emitting diode (led) on the laryngoscope continued to work.